Event description:
The patient has been using smile direct club clear aligners without my knowledge. The trays are ill-fitting and have been digging into the lingual portion of her mandibular arch behind tooth 25 to the point that the bone is now exposed below the tissue. Every single tray manufactured for her has the same defect in it. Had licensed dental professional been monitoring her use of the sdc retainers this would have been caught immediately at the start of treatment and fixed. FDA safety report ID # (B)(4).